Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have disconnected and went swimming. Customer's blood glucose was 206 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.